Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no info to suggest that the pt sustained a serious injury. The pt is to continue wearing the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): (B)(4) 2010 - reuse. Electrode belt (B)(4): (B)(4) 2011 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).

Event description:
A USA distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event while in the ICU. Rapid atrial fibrillation at 149 bpm contributed to two false detections. The ICU staff was near the pt. Is unk if the pt was conscious during the even. A review of the downloaded data confirmed that the response buttons were not pressed during the entire event. The pt continues to wear the lifevest system.